Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm were difficult to operate and contributed to over/under dosage during use. The following was reported by the initial reporter: "it was reported that it is unknown if dosage is being completed or not. It was also reported blood has dripped down from injection sites, and insulin is on the skin and not being injected. Verbatim: the bd safety needles that have been the bane of his existence and mine since aha has endorsed them across the province ( or at least in (B)(6) since 2015. In the right hands, they can be fine. With every one of the new rns and lpns giving him insulin 3x per day ( 5 injections)- (tujeo not on ltc formulary) it is a crapshoot if insulin gets in him or not. Talk about force. I have a number of pictures where blood is dripping down. Mostly the needles are locked sometime between the priming and the giving although rarely it is something you can see. Sometime insulin is totally on the skin - so it is obvious, none got in. With every new program nurse ( coordinator) I go over the bd video. It is a discouraging world with insulin in ltc. I am watching over my husband and keeping track of blood sugars every day. That is not the case for most individuals with diabetes in a care setting."